Event description:
It was reported that flow diverter stent placement for endovascular unruptured intracranial aneurysm was performed in ic-c2 (internal carotid) c2 segment. When the subject distal access catheter was advanced at m1(middle cerebral artery: segment 1) before advancement of flow diverter, light ischemia (about 10 min) was confirmed near the distal end of the catheter. The ischemia was not related to the vasospasm and the cause of it is not clear. The physician told that ischemia may have happened by the distal end of subject distal access catheter as it may have block/obstructed the blood flow to m1 distal. There was no intervention done for ischemia during the intra-operative period. In the doctor's opinion neurologic deficit appeared and it was related to the operation and devices used during the procedure. When the flow diverter stent was successfully placed using subject distal access catheter at the target site and after the patient recovered from anesthesia, transient paralysis in left arm and leg noticed, in the physician's opinion ischemia led necrosis of nerve cells which may be the factor contributed to reported transient paralysis. The pre-operative CT (computerized tomography) and mir (magnetic resonance imaging) scan was normal for same anatomical location which caused transient paralysis. But the post-operative MRI scan was positive for infarction. The paralysis has improved but not fully recovered. Patient will be receiving post- stroke rehabilitation therapy in another hospital or the patient will be discharge after some rehabilitation at his facility. The patient is receiving stroke medication or treatment due to the reported events. Patient outcome is ongoing.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Patient stroke is listed in the dfu as a potential adverse event associated with the use of the device. An assignable cause of anticipated procedural complication will be assigned to this complaint reported for patient stroke as a device related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, device labelling and/or risk documentation files.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that flow diverter stent placement for endovascular unruptured intracranial aneurysm was performed in ic-c2 (internal carotid) c2 segment. When the subject distal access catheter was advanced at m1(middle cerebral artery: segment 1) before advancement of flow diverter, light ischemia (about 10 min) was confirmed near the distal end of the catheter. The ischemia was not related to the vasospasm and the cause of it is not clear. The physician told that ischemia may have happened by the distal end of subject distal access catheter as it may have block/obstructed the blood flow to m1 distal. There was no intervention done for ischemia during the intra-operative period. In the doctor's opinion neurologic deficit appeared and it was related to the operation and devices used during the procedure. When the flow diverter stent was successfully placed using subject distal access catheter at the target site and after the patient recovered from anesthesia, transient paralysis in left arm and leg noticed, in the physician's opinion ischemia led necrosis of nerve cells which may be the factor contributed to reported transient paralysis. The pre-operative CT (computerized tomography) and mir (magnetic resonance imaging) scan was normal for same anatomical location which caused transient paralysis. But the post-operative MRI scan was positive for infarction. The paralysis has improved but not fully recovered. Patient will be receiving post- stroke rehabilitation therapy in another hospital or the patient will be discharge after some rehabilitation at his facility. The patient is receiving stroke medication or treatment due to the reported events. Patient outcome is ongoing.